Event description:
It was reported that the ilet touchscreen was cracked for unknown reasons and the device was subsequently exposed to a washer and dryer, after which it was no longer watertight and became nonfunctional. Symptoms included none reported. Outcomes included use of backup therapy and arrangement for device replacement. Investigation included collection of user account of events and review of damage images. Investigation of this case revealed physical damage to the touchscreen and loss of enclosure integrity leading to device failure, consistent with impact and liquid ingress affecting the display assembly and housing. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage resulting in fluid intrusion and functional failure.